Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left side frame broke at a weld where the headtube for the caster attaches.